Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unreadable as the display screen was black with lines covering it. Customer¿s blood glucose was 200 mg/dl. Reportedly, customer consulted with their health care provider for alternate insulin therapy.